Event description:
It was reported that the patient presented to surgery with segmental instability, discogenic low back pain at l3-4 and pseudoarthrosis at l4-5 and l5-s1 status post plif l4-s1. Patient underwent a procedure for posterolateral inter-transverse arthrodesis l3-4, l4-5, and l5-s1 with pedicle screw segmental fixation l3-s1; posterior lumbar interbody arthrodesis l3-4, l4-5, and l5-s1 with placement of peek interbody cages; exploration of fusion l4-5, l5-s1; removal of pedicle screw fixation l4-s1; decompressive lumbar laminectomy l3-4, bilateral l3 and l4 foraminotomies; fusion using morcellized allograft, local bone graft harvest, and rhbmp-2/acs; 23 months post op the patient was diagnosed with failed back surgery syndrome with bilateral radicular pain. Patient underwent a trial lead insertion of spinal cord stimulator. Procedure was performed without complication; 77 months post-op the patient presented with popping in lower back and shock throughout body. Patient was diagnosed with severe sciatica and back pain. MRI images of the lumbar spine were taken and found, ¿there is a small fluid collection within the left aspect of the postsurgical bed at l5-s1 that does not enhance and likely represents a tiny seroma. There are degenerative endplate changes with disc space narrowing at l2-3 and l2-3. There is no residual or recurrent disc herniation. There is a small osteophyte at l5-s1 with some facet arthropathy as described above and disc protrusions at l1-2 and l2-3.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.